Event description:
Related manufacturer reference number: 2017865-2024-00598. It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed that the right ventricular (rv) lead had reduced sensing issue. It was also reported that the right atrial (ra) lead exhibited oversensing resulted in mode switch episodes. No intervention was performed. The patient had no adverse consequences.

Event description:
New information received notes that the rv lead was also oversensing noise.